Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 540 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. Recommendation was made to change the cartridge to resolve the issue. Customer declined further troubleshooting.

Manufacturer narrative:
Device not returned.